Event description:
It was reported that a user experienced high blood glucose reading for several hours after connecting to the ilet and announcing meals, with the system described as conservative during the initial learning period; device delivery was visible in reports, and the infusion set did not appear kinked. Investigation of this case revealed no device malfunction evident from available data and glucose subsequently improved while therapy continued. No symptoms associated with hyperglycemia reported. Outcomes included return to target glucose range without additional medical intervention. It was concluded that the event was consistent with hyperglycemia of unclear cause during early adaptation to therapy, with no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.